Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency.

Event description:
It was reported that the patient had to disconnect from peritoneal dialysis (pd) treatment to be taken to the emergency room (ER). Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was complaining of dyspnea and dizziness during continuous cycling peritoneal dialysis (ccpd) therapy. The patient¿s family member called fresenius technical support for assistance discontinuing therapy and transported the patient to the ER. The family was concerned the patient may have contracted covid-19. Upon arrival to the ER, the patient underwent a covid-19 test (negative) and was given an albuterol nebulizer with good effect. The pdrn stated based on the patient¿s response to the albuterol nebulizer, history of asthma, negative covid-19 test and a negative chest x-ray, the patient was observed for several hours and discharged home the same day without being admitted. The patient resumed their ccpd treatment and completed therapy without issue. Per the pdrn the events were unrelated to the utilization of any fresenius product(s), drug(s) or device(s). The patient is recovering from the events and continues to utilize the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.